Event description:
During a deployment where the patient was not resuscitated, the user noted that the device analysis was interrupted.

Manufacturer narrative:
(B)(4). Pending return analysis of the device.